Event description:
It was reported that tip detachment occurred. The patient was undergoing a uterine fibroid embolization (ufe) procedure to treat polyps. A ngmc/fathom/027/bern/1ro/155 direxion hi-flo was selected for use. During the procedure, it was noted that the tip of the direxion hi-flo was detached in the valve of the sheath upon insertion. The device was removed and the procedure was completed with another direxion microcatheter. No patient complications reported.